Event description:
Pt was admitted for removal of an infected hickman catheter. On 5/18/94 a groshong catheter was placed. On post-operative cxr, a fragment of a catheter was found intracardiac. The catheter fragment was removed on 5/18/94 by a vascular radiologist. The catheter fragment is approx 12 inches and black in color. It appears to be a sheared fragment from an introducer sheath. Rptr is unable to determine the origin or MFR of this product. Pt had a heart catheterization 11/2/93. The director of the cardiac cath lab reviewed all products used during procedure. Unable to determine source of fragment.